Manufacturer narrative:
The device was returned and evaluated, and the evaluation found that due to a cut on charged coupled device cable, color tone of the image was not proper. In addition, the device evaluation found following findings: bending section cover (a-rubber) had a scratch and adhesive on a-rubber had a chip. Also the bending angle in up direction did not meet the standard value due to wear of an angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that with the deflectable videoscope inspection screen was appearing green. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to identify the root cause, but it is likely that it is caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components (ic chips, capacitors, etc.) Of the electrical board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for this event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.